Manufacturer narrative:
09-jul-2021: product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer reported via phone that the brush heads fall off. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via phone that the brushheads fall off. No injury was reported.